Event description:
The customer reported that the system displayed a corrupted software message. There was no pt involvement. Also the system froze while writing to a cd.

Manufacturer narrative:
(B)(4). The ge service rep replaced the cd/dvd drive and hard drive. He loaded software (B)(4). The system operates as intended.